Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Were any concomitant procedures performed? Other relevant patient comorbidities? Were there any intra-operative complications when mesh was implanted? Was there any deficiency or anomaly of the mesh? If yes, please describe it. When was the cystoscopy performed? Please specify what do you mean by ¿hole under the urethra¿? Date of the partial mesh removal/ revision surgery? What is physician¿s opinion as to the etiology of or contributing factors to this event ( hole under the urethra and bacterial infection)? What is the patient's current status after interventions?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2017 and the mesh was implanted with no effect. When the mesh had to be tightened, a hole under the urethra was found and a half cm of the mesh was free and removed. The removed part of the mesh showed growth of prevotella which was sensitive to clindamycin. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 02/14/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/10/2020 corrected h-6 device codes: 2993.